Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large hem-o-lok clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does reveal (B)(4) as a related complaint (the other clip applier instrument in the same procedure).

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure that the purple clip kept falling off of the large hem-o-lok clip applier instrument. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the clip appliers that the customer attempted to use, had never been used before. They were inspected and looked to be perfectly fine. However, when the customer brought the tips slightly together to pass through the robotic 5-12 seal and trocar, and the doctor attempted to clip the vessel, it would fall off the clip applier. This happened several times. So, they opened a second clip applier and faced the same issue. To solve this problem, they then opened the hand assisted clip applier and the problem was solved. The reporter was not sure why they kept falling off.